Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the ventricle lead exhibited high pacing impedance and failure to capture. No intervention was performed. The patient was stable and would continue to be monitored.